Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's ipg was not working and the patient was unable to charge since it was sitting too deeply. The physician was uncertain if there was device malfunction and chose to replace the battery. The patient underwent a procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the device complaint was confirmed. Upon receiving, the device was in hibernation, and it was charged to 3.985 volts in one charging cycle. However, the battery acir measured out of the expected range. The battery internal resistance anomaly is due to the intermittent connection to the battery tab and it is the source of the charging anomaly.

Event description:
A report was received that the patient's ipg was not working and the patient was unable to charge since it was sitting too deeply. The physician was uncertain if there was device malfunction and chose to replace the battery. The patient underwent a procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively.